Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause of the reported condition could not be determined. This device was returned unrepaired due to service estimate refusal by the customer. A service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information:baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a infusor pump with a reported condition of keeps alarming. It is unknown when or at what point in the process this condition occurred. Device evaluation confirmed the reported condition as a constant false occlusion alarm. There was no patient involvement. No additional information is available.